Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. Ruptures were diagnosed during the bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the devices involved in this complaint were not available, since was discarded, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of the impacted serial numbers. Field d4 has been updated on this form. Mentor also became aware that patient experienced generalized illness symptoms including malaise, pain, fatigue, rhinitis, diarrhea, heartburn, hemorrhoids, headaches, depression, anxiety, vaginal discharge, and brca2 gene mutation positive in addition to bilateral breast implant rupture. Clinical code has been added to field h6 on this form. Reason for device explant and/or reoperation: left rupture, and generalized illness. H6 health effect - clinical code e2402: generalized illness. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).